Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of peritonitis in a patient coincident with dianeal ambuflex and dianeal ultrabag therapy for peritoneal dialysis (pd). Therapy with the dianeal ambuflex and dianeal ultrabag was ongoing. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient developed peritonitis and was hospitalized the next day for the event. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. Per the reporter, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h11e25011 and h11h19059 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.